Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg no longer communicated following the patient¿s heart operation. The date of the heart operation was not given. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Event description:
It was reported the patient¿s ipg was inoperable following an unrelated medical procedure. Surgical intervention took place wherein the ipg was explanted and replace to address. Effective stimulation was restored.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.